Event description:
Reportedly, the pacemaker involved in this MDR report was explanted for an infection one month after the implantation. It was reported also that at implant time and currently, it was not possible to access to the events log and to read or print recorded events.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.